Event description:
Upon troubleshooting with the manufacturer, it was noted that icons were darkened on the advantage meter display. No adverse event reported. Requested return of suspect device and replacement was sent.